Event description:
On (B) (6) 2010, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The reporter indicated that the alleged issue started on (B) (6), 2010 at 8:00 pm. She reported blood glucose results of "387, 220, and 233 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. Around 8:00-8:05 pm that same night, the pt administered self-care by taking a usual does of 12 units novolog insulin. At 8:05 pm that same evening, the pt reportedly administered self-treatment by consuming apple juice and chocolate. The reporter also claimed that 2 days and/or 4 hours after the alleged issue began, the pt reportedly developed symptoms of disorientation, shakiness, and weakness. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, what date/time(s) the reported reading were obtained, what date/time the symptoms developed, and what actions the pt took before and after the symptoms developed. In addition, it would have been helpful to know what meter readings the pt obtained before and after the symptoms developed. The reporter performed a control solution that reportedly passed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The lay user/pt's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any add'l info is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.